Event description:
It was reported that high out of range shock impedances were noted on this implantable cardioverter defibrillator (ICD). This ICD remains in-service at this time. No adverse patient effects were reported.